Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent endovascular treatment of a thoracic descending aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system devices. On an unknown date, aneurysm enlargement was observed. The enlargement of the aneurysm was considered highly likely to be caused by a type ii endoleak. Contrast imaging and other evaluations were performed in an attempt to embolize the feeding branch vessels; however, no clear route to the aneurysm could be identified, and the procedure was therefore abandoned. On (B)(6) 2026, a reintervention was performed. During this procedure, angiography could not confirm the type of endoleak. Two gore® tag® conformable thoracic stent graft with active control system devices were implanted from slightly proximal to the initially implanted gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. The physician stated that there was no aneurysm infection.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #tgm282810j, serial (B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.